Manufacturer narrative:
(B)(4) the complaint states that the patient experienced high blood keytone levels on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of keytonuria. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. The reported complaint of patient receiving temporary error icon cannot be confirmed. No product or data was provided for investigation. The root cause cannot be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced high blood keytones, resulting in medical intervention. Sensor was inserted at arm on (B)(6) 2015. Patient woke up in the morning with a receiver displaying a sensor error icon. Patient's mother tested for keytones. It was reported that the patient tested high for blood keytones. Parents download data later that day and confirmed gaps in the diagram three times during the night. Gaps were reported to last 2 to 2 1/2 hours each. Patient's parents reported child presents with high keytones easily. Parents discarded sensor. Parents took patient to the hospital in the morning. It is unknown if the patient required medical treatment. At the time of contact, it was reported that the patient was doing good. No additional event or patient information is available.